Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, the patient noticed medical fluid ("blincyto") leaking from the air vent part of the filter. No patient consequences were reported.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd extension set was returned for evaluation in used condition. Visual inspection found no anomalies. Functional testing was performed using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. During testing leakage was detected in filter. Customer stated issue was able to be duplicated. Problem source was identified as manufacturing.